Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2004 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, fistulae, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent excision of small portion of sling on (B)(6) 2005 due to erosion. It was reported that the patient underwent mesh excision of on (B)(6) 2012 due to pain, incomplete bladder emptying, dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent tbt procedure on (B)(6) 2005 for stress incontinence due to bladder immobility. (B)(4).